Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568-45 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a warning for low impedance. There was also ventricular oversensing and non-physiologic noise noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications were reported as a result of this event.